Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was provided, no additional patient information was available.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result generated for a 74-year-old female patient sample. The following data was provided: sample ID (B)(6) initial result = 15.3 ng/l, repeat result = 6.60 ng/l, repeat result on another instrument = 5.2 ng/l no impact to patient management was reported.